Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. Passed bench test.

Event description:
Chair will intermittently go back into drive by itself with out pressing the button again.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair will intermittently go back into drive by itself with out pressing the button again.